Event description:
Discordant calcium (ca), glucose and creatinine (crea) results were obtained on an dimension vista 1500 instrument for one patient. The results were not reported to the physician(s). The customer repeated the sample from this patient on an alternate vista instrument and the repeat results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium, glucose and creatinine results.

Manufacturer narrative:
The siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant calcium, glucose and creatinine results was unknown. The tsc advised the customer to replace the aliquot probe, run probe test and rerun all qc. The instrument is performing within specifications. Further evaluation of the device is not required.